Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin squirted out during manual prime. The customer's blood glucose value as 80 mg/dl. The customer stated that insulin continued to drip after letting go of the act button during prime process. The customer stated that they changed the reservoir twice and still had the same issue. The reservoir was not returned for analysis.